Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 646521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and mood swings ("mood swings") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and vitamin d decreased ("vitamin d low"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, nausea and fatigue had resolved, the migraine was resolving and the headache, weight increased, alopecia, hormone level abnormal, mood swings and vitamin d decreased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, vitamin d decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migraine headaches, nausea, hair loss, weight gain, hormonal changes, mood swings. Trailing coils: left 6, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion; on 04-nov-2009: total bilateral occlusion. Lot number: 646521 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- low vitamin d. Reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 646521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and mood swings ("mood swings") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, nausea and fatigue had resolved, the migraine was resolving and the headache, weight increased, alopecia, hormone level abnormal and mood swings outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migraine headaches, nausea, hair loss, weight gain, hormonal changes, mood swings. Trailing coils: left 6, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received: lot number was added. Event fatigue was added. Event onset date, outcome, reporters, patient demographics, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 646521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and mood swings ("mood swings") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, nausea and fatigue had resolved, the migraine was resolving and the headache, weight increased, alopecia, hormone level abnormal and mood swings outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migraine headaches, nausea, hair loss, weight gain, hormonal changes, mood swings. Trailing coils: left 6, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. Lot number: 646521. Manufacturing date: 2009-06. Expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss") and mood swings ("mood swings") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the migraine, headache, nausea, weight increased, alopecia, hormone level abnormal and mood swings outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migraine headaches, nausea, hair loss, weight gain, hormonal changes, mood swings. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migraine headaches, nausea, hair loss, weight gain, hormonal changes, mood swings. Patient date of birth, lab data, essure removal date and treatment details added. Process with fu 2. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.